Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly the patient developed "significant pain and has limited my mobility. I'm worried things will get worse and I'll need another surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: l4, l5, s1 stenosis; l4-l5 degenerative spondylolisthesis and underwent the following procedures: l4, l5, s1 laminectomies; l4, l5, s1 foraminotomies; posterior instrumented fusion, l4-l5; posterolateral arthrodesis, l4-l5, with bone morphogenic protein and laminectomy bone graft. As per op-notes,¿ I then decorticated posterolaterally at the intertransverse level at l4-l5 for my bone grafting and irrigated the wound with 3 litres of saline. I then placed 20ml of local laminectomy bone graft bilaterally at l4-l5 and then a small packet of bmp posterolaterally for arthrodesis at l4-l5.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).